Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 490 mg/dl and would like to check the pump. Customer's blood glucose at the time of the call was 390 mg/dl. Troubleshooting found that the cannula, when removed, was bent. Customer declined further troubleshooting. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction.